Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant is unknown.

Event description:
Related manufacturer reference number: 3006705815-2020-00224, 1627487-2020-00501. It was reported that patient had a system explant in 2017 due to not providing adequate relief.